Event description:
Additional information was received from the manufacturer representative. It was reported that the ¿freezing¿ was observed when the images were trying to download from picture archiving and communications system (pacs). There was an issue with the ip address that needed to be changed. The manufacturer representative mentioned that they spoke with the site¿s it and confirmed that they were now able to retrieve images from pacs. It was noted that the site could not recall what the inaccuracy was and in what case the inaccuracy was associated with.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h6: the software analysis was completed. Analysis found that there was insufficient information to determine the cause of the issue. Codes b01, c19, an d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9736355 (software version: 2.0.3) h3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation system. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, and a self-test. Hardware parts were replaced, although the work order did not specify which parts were replaced. After completion, it was confirmed that the system performed as intended. Codes b01, c19, d14 apply. A23 applies to software issues. A110201 applies to software is freezing. A13 applies to not loading images. A0908 applies to and inaccuracies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported by the site that there were software issues described as the software is freezing, not loading images, and inaccuracies. No further information provided. There was no patient involvement reported.